Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic following shock therapy. The patient reported feeling dizzy with palpitations prior to receiving shock. A review of the device memory reveals that the patient has been in and out of ventricular tachycardia (vt) for about a week. Some episodes revealed rhythm acceleration status post anti-tachycardia pacing (atp) therapy. There was also some noise/myopotentials on the shock channel in one episode too. Technical services (ts) recommended reprogramming. The current atp scheme requires optimization as they are ineffective in terminating the arrythmia. An electrophysiology study might be helpful to find a proper atp scheme. Ts also recommended changing to the onset/stability discriminator feature instead of rhythmid. Ts also noted that the patient seems to be tolerant to slow vts (some episodes were over 4 hours long). Ts noted that the patient would be a candidate for vt mapping and ablation. All shocks delivered were appropriate. No adverse patient effects were reported. The device remains implanted.